Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was no longer functional. Reportedly, the customer was able to access the pump features by connecting the pump to a power source. Additionally, it was reported that multiple unexpected resets occurred. During troubleshooting with tandem technical support, the customer was able to reload the same cartridge onto the pump and resume insulin delivery. The customer's blood glucose level was 326 mg/dl. Subsequently, it was reported that the customer went to the emergency room (ER) for treatment. Multiple attempts were made to gather further information regarding the ER visit, however no response was received from the customer. Reportedly, the customer has lantus available as alternate insulin therapy.